Manufacturer narrative:
This report is provided to update the device evaluation in this section with additional information. Our original medwatch form was submitted before the device testing was completed. The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit was programmed and tested with test glucose meter. Unit communicated received properly values. No blood glucose/pump communication anomalies noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window

Event description:
Customer reported a hospitalization due to high and low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 309 mg/dl. The customer stated they were still in the emergency room. Customer also requested to have her insulin pump replaced.